Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches, dizziness and cough. There was no report of serious patient harm or injury. The patient has reported to have seen a physician and had many tests. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.